Manufacturer narrative:
Submit date: 09/12/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A review of information in the complaint file indicates this investigation was performed by a covidien (B)(4) center for the reported condition of; plug slightly out of socket, blew fuse when plugged in. Therefore, this report will be based on information provided by the service center. Pictures contained in the complaint file show the power plug is bent and the adverse incident report indicated that plugging in correctly caused a spark and audible noise; therefore, the reported condition is considered confirmed. The incident report indicates that when the fuse blew it also caused the surrounding bed sockets to have no power as a consequence. There was no failure analysis data provided in the complaint file; therefore, the root cause of failure was not identified but can be partly due to improper handling when plugging and unplugging instrument. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord needs to be replaced to address this failure. Product scd express was manufactured in 2008. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2014 that the customer was completing safety checks on bed space 18; the plug for the ipc machine was slightly out of the socket which it was plugged in. The customer pushed the plug so it was in correctly and blew a fuse; there was a spark and a bang. All the plug sockets surrounding this area (beds 16 - 19) had no electricity supply as a consequence. No patient injury but lost power to three ICU bed spaces.